Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown, use error, hematoma, malposition.

Event description:
Patient reported, left side "2 hematomas". ¿doctor already took the implant out and rinsed it off and put it back in¿. ¿feels like it had capsular contracture, baker grade. Unknown, where the muscles are really tight and pulling¿ and ¿the breast is really high¿. Device remains implanted.